Manufacturer narrative:
The affected device was discarded and therefore not available for technical analysis. The analysis of the production related documentation did not reveal any deviations. The one-sided forward movement of the application ring was misinterpreted by the user as clip application. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2023.

Event description:
It was reported that the colonic ftrd was used for the treatment of a lesion in the transverse colon. Due to a large amount of tissue mobilized into the cap, the view of the white application ring was limited. After turning the hand wheel, the application ring moved slightly forward. This was misinterpreted as successful clip application. The tissue was resected subsequently and a perforation occurred. The perforation was closed with clips within the same procedure. The patient was discharged from hospital the following day.